Manufacturer narrative:
Failure analysis noted that the insulin pump had unresponsive buttons due to corroded keypad traces. There was no button error alarm. There was no display ramping on its own. The force sensor resistor was damaged by moisture; however, there were no traces of moisture at the electronic and motor assemblies. The pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 258 mg/dl at the time of incident. The customer stated that she got in the shower with the pump on. She said she had insulin but did not have syringes. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.